Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal pd-2 ultrabag 2.5% therapy. During a call with baxter (B)(4) technical service center, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown whether the patient was hospitalized for the event. On an unreported date, the patient was treated with fortum injection and reflin injection for peritonitis. The outcome of the event was unknown. The event of peritonitis was unrelated to therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.